Event description:
(B)(4). I'm writing in regards to essure and the issues it has caused my family and I. I was implanted in 2011, after having my 3rd child. I was told it was a better option for me than surgery to tie my tubes because I had my children naturally. I didn't want to have surgery or deal with recovery while caring for a new born. At first, I thought it was great. I had lots of joint pain, headaches, nausea, dizzy spells, and more but never connected the issues with essure. I have been tested for ra, for the severe joint pain, but the tests were negative. I have pain during and after sex and also have bleeding at times as well. A few months ago I began to have heart palpitations and difficulty breathing. After several trips to the ER and my physician all my tests have come back normal. All test show that I am perfectly healthy and should not be experiencing these issues. I know essure is causing this. I have a long list of side effects I attribute to essure which I will list now: cramping, heavy bleeding/clotting, hair loss, stabbing pelvic pain, discharge, hot flashes, breast pain/tenderness, abdominal spasms, contracting of the uterus, all over body aches, nausea, dizziness, joint pain, metallic taste in mouth, bloating, mood swings, brain fog, ringing in ears, easily bruised, metal allergy, heightened allergies, heart palpitations, gallbladder issues had to have it removed, vision problems, dry skin/hair, numbness of hands/feet. I just recently went to my doctor to request tests to see if the coils are in place and to see of I have developed any issues with my uterus/cervix/and or tubes so do not have this information at this time.